Event description:
Reporter received a letter stating the reservoir pump catheter is defective and needs to be destroyed and should be reported to the FDA. It is used daily with the paradigm insulin pump.